Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, it is presumed that the noisy image was due to a failure of the circuit board. Olympus could not conclusively specify the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the lcd monitor was showing a noisy image. The issue was found during reprocessing. Customer confirmed there was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.